Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had deep crack. Customer stated that there was a crack on the screen. Customer's blood glucose was 383 mg/dl. Advised customer the insulin pump would be replaced. No further information provided

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.